Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, during subcutaneous suturing to close a wound after relieving ileus, the tip of the needle broke. An x-ray was done to identify the needle position, but the needle tip was not located.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted two sutures and two needles. One needle (needle b) was received broken at the tip. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. No tool marks were observed at the break site. Representative sample: a tactile and microscopic inspection of the sutures was performed with no abnormalities. Microscopic inspection of the needles noted no abnormalities. Functional testing on the opened complaint device was precluded as the needle was returned already broken. Representative sample: no difficulty was experienced removing the sutures from the retainer. The wire diameter of the needles was verified to be 0.021 inches. The measurement was made using a digital caliper, asset 40709. A bend moment test was performed on the sealed samples and test results met the minimum bend moment specification for this product, 364 grams of force per centimeter. Based on the results of the bend moment test, the representative samples tested satisfactory. It was reported that the needle was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.